Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has been experiencing overstimulation and heating at the ipg pocket site. The pt indicated heating occurs while attempting to recharge the device. Reprogramming was used to no avail. The pt is working with her physician to determine a resolution. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.